Event description:
Supplemental information: the cardiac catheterization report for the procedure was received by ave field assurance and reflected the following details of the case: a 3.0mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery after predilation with a 2.75mm diameter ptca balloon. Due to the long length of the stent, it was not possible to cross the proximal curve in the artery, therefore, an attempt was made to pull the undeployed stent back into the guide catheter. As a result, the stent became damaged at the proximal end but was removed from the patient. A 3.0mm diameter x 24mm length ave gfx stent was inserted but also was not able to negotiate the proximal curve in the artery. During attempts to cross the proximal curve, the guide catheter backed out of the artery and the whole system was removed. It was not possible to remove the stent through the femoral sheath and it dislodged into the femoral artery. Attempts to snare the stent from the patient were unsuccessful and the stent remains in the patient's peripheral vasculature. Another ave stent, 3.0mm diameter x 18mm length, was inserted to treat the same target lesion. Again, the stent was not able to negotiate the proximal curve of the artery and was dislodged from the stent delivery system balloon upon attempted retraction into the guide catheter. This stent also remains in the patient's peripheral vasculature, along with the previous stent. The guide catheter was changed three times during the procedure. The target lesion was treated only with ptca and the patient tolerated the procedure, well. The patient may return to the hospital for surgery in the future. There was no additional clinical sequelae reported relative to the event.